Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the information supplied by the legal manufacturer.

Event description:
The issue was found prior to a procedure. The scope reprocessor used was a kaigen machine, though the model is unknown.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, it was unable to be specified further. No deformation of the nozzle was observed. There was no obvious deviation of reprocessing noted. Therefore, the cause of the suggested phenomenon could not be further presumed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a foreign object in the nozzle, there was dirt on the objective lens that was difficult to remove, the image was cloudy due to dirt on the objective lens, the image showed forceps flare due to dirt on the objective lens, the image had shadows due to dirt on the objective lens, the curved rubber adhesive was missing, the air/water nozzles were clogged, the illumination lens was cracked, the bending angle was insufficient, the angle knob had play, and the operation part was discolored. Scratches were found on the insertion tube, the operation part, the tip cover, the hardness adjustment ring, the switch box, the operation unit cover, the up/down knob, the right/left knob, the grip, the universal cord, the scope connector side of the universal cord, the scope connector, the scope connector cover, and the right/left angle fixing knob. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope had a clogged air/water supply. Inspection and testing of the returned device found a foreign object in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.